Manufacturer narrative:
A ge service representative performed an onsite investigation. The boards were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
There were no reports of an injury or death. It was reported the workstation ceased to operate. Following a customer initiated reboot the system failed to boot up.